Event description:
It was reported that the patient had to charged the ipg more frequently in longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.